Event description:
It was initially reported by the physician that the patient was being referred to the surgeon to look at the placement of the electrode and see if there is a better option because the patient is complaining of severe hoarseness. They want to have the electrodes relocated as it is so close to his vocal cords that you can barely hear him talk when it goes off and it really affects his day to day living. Patient has been great to vns so he is motivated to have the revision done. Good faith attempts to obtain additional information has been unsuccessful till date.